Event description:
It was reported that the patient went to the hospital due to low and high impedance alert. Sensing rate in vt and vf were high. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.